Event description:
During an in-clinic follow-up, episodes of noise resulting in oversensing were detected on the right ventricle (rv) lead. Rv lead damage was suspected. The rv lead was capped and a new rv lead was implanted to resolve the event. The patient was stable and will continue to be monitored.